Event description:
The reporter called and alleged a discrepant result when compared to the lab on two different dates. The reported device result was 3.9 inr in 2006 and 3.5 inr on the previous month. The corresponding lab results reported were 2.4 and 2.5 inr. The patient was not treated. The device was replaced and requested to be returned for evaluation.